Event description:
It was reported that shaft break occurred. Vascular access was obtained via transfemoral approach. The target lesion was located in the tortuous distal circumflex artery. A 2.75 x 28 synergy stent was advanced but failed to cross the lesion. Subsequently, a 2.50mm x 15mm emerge balloon catheter was selected for pre-dilatation. There was some friction as the device was advanced, however, the device reached the lesion. Without much force, the proximal shaft snap and in the guide catheter. A new balloon was used to trap the broken shaft, the guidewire, balloon catheter and guide catheter were removed together. The patient was referred for coronary artery bypass graft. No patient complications were reported.